Event description:
It was reported that the pt could not hear with the vibrant soundbridge all the time since he was implanted in 2007. He had been out of indication criteria. The pt was explanted on (B)(6) 2012 and reimplanted with a cochlea implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.